Event description:
It was reported that the lens was removed from the patient's eye intraoperatively due to a capsule tear. An anterior vitrectomy was performed. The incision was enlarged to remove the lens and sutures were used. No additional information was provided. Reference MDR#1313525-2015-00429 for the lens involved in the event.